Event description:
Reporter alleged obtaining discrepant blood glucose results of 181 mg/dl back to back with a result of 81 mg/dl, when testing was performed within 2 minutes of each other on the active system. Reporter stated, she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received regarding the comparison. A request was made for the return of the suspect device and replacement product was sent.